Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument and completed the failure analysis investigation. The instrument was found to have damaged conductor wire insulation at the distal end. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed electrical continuity and energy delivery tests. There was no thermal damage and no missing material, but the wires were exposed. The root cause of this failure is attributed to the component failure.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was noted with a snagged black cable. There was no report of patient involvement.